Event description:
Litigation papers allege that the patient exhibits signs of severly elevated blood ion levels of chromium and cobalt, and upon revision of the left asr acetabular hip implant, exhibited severe metallosis, tissue poisoning and toxicity. Update: (B)(4) 2012 - plaintiffs preliminary disclosure form received which identified part and lot numbers. Complaint and mdrs updated. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2013 - plaintiff's preliminary disclosure form along with medical records have been received. The medical records noted that the patient has been revised. It was also noted that there was black corrosion along the taper. Stem and sleeve are now being reported for the right side. Complaint has been reopened for further investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.